Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information provided, it was reported that the patient experienced rupture on the left breast implant. During visual evaluation of the device, a rupture was observed on the posterior view, measuring approximately 1.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number 6006754, and no non-conformance's related to the reported complaint were identified. A possible causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memoryshape breast implant 345cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by mammogram. As a result, the patient underwent explantation on (B)(6) 2019.